Event description:
It was reported that a right heart and left heart catheterization on (B)(6) 2023 showed that the vertical position of the cannula might have contributed to the low flow alarms and created suction. It was decided to continue with medical management and discuss options such as repositioning or explant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported misalignment of the inflow cannula could not be confirmed through this evaluation, as no imaging was submitted for evaluation. Review of the submitted log files confirmed low flow alarms, which the account attributed to the inflow misalignment, elevated blood pressure, and dehydration. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension and dehydration could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2023. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The system appeared to operate as intended at the stored patient speed. It was later reported that the probable cause of the low flow alarms was blood pressure and dehydration. The patient was rehydrated with intravenous fluids, and antihypertensive medications were added to their regimen. The low flows were improved, but did not resolve. A left ventricle angiogram on (B)(6) 2023 showed vertical positioning of the inflow cannula that was thought to be contributing to the low flow alarms and creating suction. The pump speed was reduced; however the low flow alarms did not resolve. The patient was high risk for surgery, so another low flow software update was requested. The low flow alarm threshold was lowered to 1.5 liters per minute (lpm) on (B)(6) 2024 (cs-191015). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. D is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 (hm3) pocket guide to alarms for clinician use and the hm3 left ventricular assist system (lvas) pocket guide to alarms for patient and caregivers are also currently available. These documents are specific to controllers with controller software 1.5.2 and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.